Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that both batteries were replaced and impedances were within normal limits.

Manufacturer narrative:
Reference regulatory report # 3004209178-2019-12815 for information pertaining to the thoracic implanted system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had no pain relief in the last 8 months. The patient reported burning in the pocket of the thoracic system and around the lead insertion area in the back. The patient reported it was painful in the pocket for the cervical system. There were no reported trauma or falls, but the patient did report losing 15 pounds. The rep was unable to troubleshoot as both batteries were discharged. The hcp wished to schedule a CT myelogram as the patient reported worsening of her degenerative spine condition and stenosis, which are the reasons the simulators were implanted. If no surgical intervention was needed with the stenosis etc., then the hcp plans to replace both devices and have the patient undergo a pump trial. The issue was not yet resolved and the rep said it will be a long process before interventions are known. The rep said they won't have follow up for 6 months. No further complications were reported.